Manufacturer narrative:
(B)(4). Batch # r95540. Device analysis: the analysis results found that the b12lt device was returned with the seal damaged. Upon evaluation of the device, it was functionally leak tested and passed. No conclusion could be reached as to how this issue occurred. A manufacturing record evaluation was performed for the finished device lot t4006f number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch r95540 number, and no non-conformance's were identified.

Event description:
Seal issue. It was reported that during the laparoscopic radical nephrectomy surgery, cracks were noted on the seal. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.